Event description:
It was reported that the patient experienced a loss of therapeutic effect. Her neurostimulator was bulging out of her body and seemed to be moving. Her stimulation was intermittent and the device turns off without warning from time to time. She was at home in fair condition. Further information is being requested from the hcp.

Manufacturer narrative:
(B) (4).